Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the hospital due to a high blood glucose level of over 1,000 mg/dl. The customer was unsure how long the insulin pump was disconnected. She declined to speak with the helpline. The device was not returned.